Event description:
It has been reported to philips that the monitor froze when screening now nothing coming onto the monitor. It is unknown if there was any patient/user harm. It is unknown the device use at time of event. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the monitor froze when screening and nothing comes onto the monitor. No further information regarding the issue has been provided. No service has been performed by philips as there was no response from the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.